Event description:
It was reported that the patient was unable to disconnect the minicap transfer set from the homechoice cassette. It was stated this is the third time the patient had this issue. This was observed after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, and h11. H11: the device was returned for evaluation connected to an amia patient connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Clear passage and clamp function testing was performed and no issues were observed. The female connector was connected and disconnected using the returned patient connector and no issues or leaks were observed. The reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.